Event description:
Six weeks post sparc sling implant pt's family member stated they felt something during intercourse. The doctor repaired the extrusion by trimming the exposed sling and repairing the incision. No other details provided.